Event description:
It was reported that the micro saggital saw heated up prior to a procedure. A back-up was used to complete the procedure without pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
The device had been received at the manufacturer and a quality investigation is anticipated. A follow-up report will be filed when the investigation is completed.